Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in pacemaker surgery when the issue occurred, and the procedure was completed with bad quality image. The philips remote service engineer (rse) checked the system remotely and confirmed that there was a very poor image quality. The rse found that there was no liquid for chiller and it de-energized the system. Review of the system log file showed error message ¿lower image quality. Detector still warming up¿. During troubleshooting, the philips field service engineer (fse) removed the chiller after repeated error messages in the application, but artifacts have remained in the picture. The fse found that there was a defective detector. The fse replaced the detector. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the image quality issue was not such that the procedure was unable to be continued, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes have been updated as per investigation outcome.

Event description:
It was reported to philips that there was a very poor image quality and images could not be evaluated. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.